Manufacturer narrative:
The device was received for evaluation. During functional testing, the device turned off unexpectedly when tested on battery mode. The device was observed with a depressed pin contact on the rear case. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be fluid intrusion and poor cleaning practice. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device turned off unexpectedly when tested on battery mode. No additional information is available.